Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k230855. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure modes for red cell hang up and hemolysis were observed. The indicated failure mode for poor barrier separation was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and factors relating to the issues of red cell hang up, hemolysis, and poor barrier separation were not observed. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the failure modes red cell hang up and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ there was red cell hang up and incomplete separation of the sample. There were no health consequences or impacts reported.